Event description:
It was reported that the insulin pump had an absence of no delivery and the customer was swelling as well had pain at the site. Troubleshooting was performed and the customer had a lot of issues with cannulas blocking, the insulin was not going thru. The blood glucose was on the 19 and 20's mmol/l, and the customer was not wearing the device at time of call. Assisted the customer to run the high pressure test, but the insulin pump did alarm. It was mentioned that the customer had an infection for the past two to three weeks. Instructed the customer on the infusion set change specification. Currently, the customer did not have an infection at the site, but the site infections are recurrent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.